Event description:
I had a knee revision on a stryker triathlon knee replacement. The spacer was replaced due to a loose knee. I now have a permanent limp and loss of feeling on the lateral side of my left leg. The surgery was performed at (B)(6) by dr (B)(6). I do not know if the limp is caused by the increased size of the spacer on the implant itself.